Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded and there was blood in the balloon. An inflation device filled with water was used to inflate the device to rated burst pressure (rbp). Device held pressure for 5 minutes, without any leakage in the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities or defects with the proximal bond of the device. Microscopic inspection found no irregularities or defects with the tip of the device. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vessel in the upper limb. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to the lesion; however, on the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a 5x20mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.